Event description:
According to the reporter, while using on the patient a total of 13 enteral feeding sets had leaked.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for evaluation. A photo was provided for a visual evaluation but the reported issue could not be confirmed. A possible root cause could be due to a dimensional gap between the connector and tubing. A formal corrective and preventative action was opened for the reported issue and to improve the dimensional gap between the cross spike connector and tubing. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.